Event description:
It was reported that syringe 2ml ls 23x1-1/4 an emerald had foreign matter inside the barrel of the syringe. This was discovered before use. The following information was provided by the initial reporter: when open the package, there was white foreign matter in the inside of barrel. Consulted to education manager, he said that the white foreign matter were lubricant of syringe. It is a medical grade silicone oil used by bd and no harm to the human, but customer need a statement from bd to confirm it, in order to continue to use the bd's syringe.

Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number 1804258 and the review did not reveal any detected quality issues during the production process that could have contributed to any potential defects related to this reported incident. To aid in the investigation of this issue, both picture and physical samples were returned for evaluation by our quality engineer team. Through examination of the samples, a normal quantity of silicone oil was observed present within the syringes and no abnormalities were observed. The silicone oil is used to lubricate the inner part of the barrel and facilitate the movement of the plunger rod. Correct presence and quantity of silicone within the syringe is evaluated in our routine manufacturing controls. The silicone oil is a medical grade silicone, meeting all regulatory requirements.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 2 ml ls 23 x 1-1/4 an emerald had foreign matter inside the barrel of the syringe. This was discovered before use. The following information was provided by the initial reporter: when open the package, there was white foreign matter in the inside of barrel. Consulted to education manager, he said that the white foreign matter were lubricant of syringe. It is a medical grade silicone oil used by bd and no harm to the human, but customer need a statement from bd to confirm it, in order to continue to use the bd's syringe.